Manufacturer narrative:
Evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control, and device specifications were used to investigate this incident. The device was not returned for evaluation. There is no evidence to suggest the device was not manufactured per specifications. Complaint information states that the hub and tip detached and the device is lodged onto a competitor device. As a result the root cause of the reported event is undetermined. A review of the device history record did not reveal conditions that could relate to the reported event. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during an angiogram of the leg, the physician treated a proximal at lesion using a 5fr sheath, v18 wire and two cxi support catheter's .035 and .018. The physician believes he went subintimal with the v18 wire and .018 catheter. He attempted to remove the v18 wire to take a picture and it was stuck in the .018 catheter. The physician pulled with a lot of force and the hub of the catheter came off and the tip broke off in the 0.35 catheter. Reportedly he then removed all of the devices and left the short sheath in place. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.